Event description:
During testing, at start up, the device displayed a hw (hardware) watchdog error. Further testing found a s136 (watchdog error - uic) malfunction alarm code in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.